Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #3003742446-2010-00062 and #3003742446-2010-00063.

Event description:
The report received from the field indicated that the female patient was admitted for an emergency index procedure due to acute myocardial infarction (ami). The target lesion for the index procedure was the proximal left anterior descending (lad). The lesion was reported to be: tortuous, not calcified, and a bifurcation lesion. A cypher 3.5 x 33 mm stent was implanted. The patient also had a lesion in the first diagonal that was treated via percutaneous transluminal coronary angioplasty (ptca) only. Two days after the index procedure, the patient experienced a cardiopulmonary arrest. The patient was revived. An intra aortic balloon pump (iabp) catheter was inserted. Coronary angiography was performed and indicated the previously implanted cypher stent had acutely thrombosed. The physician attempted to re-open the target lesion multiple times using a 3.5 x 15 merlin non-compliant balloon catheter. The resultant flow was timi 2. A cypher 2.5 x 13 mm stent was implanted in the first diagonal at this time. The patient was returned to the intensive care unit on a respirator and intra aortic balloon pump (iabp). Approximately twenty-four hours later, it was determined that the patient showed no signs of brain activity. The patient expired three days after the index procedure.

Event description:
It was reported to boston scientific corporation that during a vaginal repair procedure using an uphold vaginal support system, the physician successfully threw the needle of the first mesh leg assembly through the patient's sacrospinous ligament. As he attempted to pull the leg assembly through this ligament with the capio device, the needle at the end of the leg assembly detached and was caught inside the capio cage. The physician then removed the entire uphold mesh and completed the procedure with another uphold vaginal support system without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
A (B) (6) female patient experienced a thrombotic event two days post implantation of a cypher stent and subsequently died. The patient was admitted for an emergency index procedure due to an acute myocardial infarction (mi). This patient¿s emergent presentation with an ami puts her at increased risk for mace. In addition, his presentation with an ami puts her in a hypercoagulable state and at increased risk for thrombotic events. The patient's medical history included: family history of coronary artery disease (cad), acute myocardial infarction (ami), chronic obstructive pulmonary disease (copd), and asthma. Pci was conducted in the proximal left anterior descending (lad). The lesion was described as tortuous and bifurcated. A cypher 3.5 x 33 mm stent was implanted in the proximal lad. The patient also had a lesion in the first diagonal that was treated via percutaneous transluminal coronary angioplasty (ptca) only. Medications prescribed post index procedure were not available. Two days after the index procedure, the patient experienced a cardiopulmonary arrest. Successful resuscitative efforts were conducted and an intra aortic balloon pump (iabp) catheter was inserted. A coronary angiography revealed a thrombus in the previously implanted cypher stent. The physician attempted to re-open the target lesion multiple times using a 3.5 x 15 merlin non-compliant balloon catheter. The resultant flow was timi 2. A cypher 2.5 x 13 mm stent was implanted in the first diagonal at this time. The patient was returned to the intensive care unit on a respirator and iabp. Approximately twenty-four hours later, it was determined that the patient showed no signs of brain activity. The patient expired three days after the index procedure. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed for the product with a known lot number and showed that this lot met all requirements per the applicable manufacturing quality plan. Thrombosis is a known potential adverse event associated with stent implantation procedures. Thrombus formation decreases the amount of blood flow to the cardiac muscle and may induce cardiac arrest. Review of the information suggests that the patient¿s emergent presentation with acute myocardial infarction, risk factors present in the medical history and vessel characteristics (bifurcation) may have contributed to the reported thrombotic event and subsequent death. This is one of two products used during the same procedure. Please reference MFR. Report #3003742446-2010-00062 and #3003742446-2010-00063.